Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip formed correctly, but the second did not. They taped the clip to the top of the device. They continued to use the same device and the remaining clips looked ok from what they could tell. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In patient. What were the indications for surgery? Lap chole what was found? Does the patient have any relevant history of surgical treatments? No. If so, what? Did somebody other than the primary surgeon fire the instrument? No.